Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the clinic for routine device check one day post implant. Loss of capture and failure to sense were observed on the atrial lead. X-ray confirmed lead dislodgment. Reposition of the atrial lead was not successful since the lead would not adhere to the heart muscle. Tissue was visible inside of the lead helix. The lead was explanted and replaced without any complications.

Manufacturer narrative:
Analysis was normal. No anomaly was found.